Event description:
During a pci procedure, the maverick2 monorail balloon had a pin hole leak. The physician experienced difficulty crossing the very calcified and 90% stenotic lesion in the proximal left circumflex. The physician was not able to carry out inflation. No pt injuries or complications were reported. Pt status is listed as "good".